Manufacturer narrative:
Device was discarded at the hospital reportedly, and was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event. No other similar experience report was received for this lot. Based on the provided information it is presumed that the guidewire distal end was trapped in the heavily calcified cto lesion, where push-pull and/or rotational manipulation might be given repeatedly in attempt to bail out, resulting the accumulation of force and breakage of the guidewire due to the force which exceeded the products design limit.

Event description:
To treat heavily calcified cto lesion at mid rca, several guidewires with a support catheter were advanced in attempt to cross the target lesion, however no wire could cross the lesion, guidewire was exchanged to the subject guidewire. During further attempt to cross, a part of the guidewire was caught in the vessel, the tip of the guidewire broke off and remained in the vessel. The wire was not stretched when observed. The separated fragment was left remained in the anatomy at the physicians discretion, and the patient was discharged from the hospital. The date of event was not available and is unknown, the date of awareness is quoted as the date of event in this report.